Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 03-aug-2016 which refers to a female consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2008 for permanent birth control. Shortly after undergoing the essure procedure, plaintiff began to suffer severe menstrual pain as well as heavy bleeding. Additionally, after being implanted with essure plaintiff began suffering from symptoms of fatigue. Plaintiff also began suffering pain during intercourse. As a result, plaintiff also suffered from severe abdominal pain, depression and weight fluctuations. On or around (B)(6) 2013, plaintiff underwent the removal of her essure. Plaintiff underwent the procedure due to her heavy bleeding. During this procedure, plaintiffs fallopian tubes and both of her essure coils were removed, while her ovaries remain intact. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had heavy bleeding shortly after undergoing essure procedure. Due to this bleeding, she underwent a hysterectomy around 5 years later and her fallopian tubes and both of her essure coils were removed, while her ovaries remain intact. This bleeding, interpreted as genital bleeding, is listed in the reference safety information for essure. Considering that essure therapy may cause changes in bleeding pattern and that the bleeding started shortly after essure insertion and there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. Further information will be obtained through litigation process.

Manufacturer narrative:
Quality safety evaluation received on 01-sep-2016: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had heavy bleeding shortly after undergoing essure procedure. Due to this bleeding, she underwent a hysterectomy around 5 years later and her fallopian tubes and both of her essure coils were removed, while her ovaries remain intact. This bleeding, interpreted as genital bleeding, is listed in the reference safety information for essure. Considering that essure therapy may cause changes in bleeding pattern and that the bleeding started shortly after essure insertion and there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain /abdominal pain (drop to her knees stabbing pain)/pain (nos)"), genital haemorrhage ("heavy bleeding / heavy and prolonged/heavy and prolonged menstrual bleeding") and procedural haemorrhage ("heavy bleeding during the essure removal surgery") in an adult female patient who had essure (ess205) (batch no. 509811) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included spinal laminotomy (l5-s1 right leg was numb and l5-s1 ((B)(6) 2015- pain continued after first surgery)) on (B)(6) 2013, multi gravida ((B)(6) 1995 (vaginal delivery of 8 pounds, 11 ounce male infant, 11years old), (B)(6) 1999 (vaginal delivery of 6 pounds 2 ounce female infant, 7 years old), (B)(6) 2000 (vaginal delivery of 7 pounds, 6 ounce female infant), (B)(6) 2003 (vaginal delivery of 6 pounds, 8 ounce female infant, 3 years old) and (B)(6) 2007 (vaginal delivery of 7 pounds, 1 ounce male infant, 4 months old).), parity 5 (B)(6) 1995, (B)(6) 1999, (B)(6) 2000, (B)(6) 2003, (B)(6) 2007.), back surgery (she had back surgery in back surgery- 2013-2015), depression (patient had depression as a teenager and she also had post partum after her first child was born.), cholecystectomy in 2001, removal of kidney stone (right kidney stone and stent placement.), social alcohol drinker (she rarely drinks.), colposcopy, trichomoniasis, gonorrhea, libido decreased, spontaneous abortion, tobacco user (cigarette use one pack per day), dysuria, cholecystectomy (laparoscopic cholecystectomy), d & c, nephrolithiasis in 2004, intervertebral disc degeneration on (B)(6) 2013, nephrolithiasis, environmental allergy (rash, eczema, itching), ectopic pregnancy, back surgery, cholecystectomy in 2002, cholecystectomy in 2001 and overweight. She does not smoke. No complications at the time of insertion. No thoughts of suicide. She denies pain with ovulation. She denies dyspareunia. The patient's relevant history is negative for family history of polycystic ovary syndrome. The patient does not have a history of prior lud (intra uterine device). She denies pain with ovulation. Allergies: latex (swelling) current weight: 210 lbs. (B)(6) 2013: mild tenderness elicited over right gluteal region, mild tenderness noted over right lower lumbar. Distal neuro shows decrease in sensation over medical aspect of right foot, strength 4/5 to dorsiflexion causes significant discomfort but appears to be present. Final diagnosis: lumbago. Physical examination; (B)(6) 2009: pelvic-tender over the right adnexal area and tender in the posterior cul-de-sac. Previously administered products included for yeast: flagyl; for an unreported indication: ortho evra, ocp patch, hydrocodone-acetaminophen, metronidazole, scopolamine, betadine, zoloft, penicillins, wellbutrin, clindamycin, penicillin and depo. Past adverse reactions to the above products included genital haemorrhage with depo; headache with wellbutrin; urinary retention with penicillin; and urticaria with penicillins. Concurrent conditions included obesity, monitored anaesthesia care sedation, anxiety (anxiety related to surgical procedure), alcohol abuse (drinking a great deal), self injurious behavior (lots of self destructive behaviors), depression (((B)(6) 2008) patient has the symptoms of a major depressive episode.), irritable mood, loss of interest (diminished interest), fatigue, loss of energy, anhedonia (diminished pleasure), feeling guilty, feelings of worthlessness, poor concentration, indecisiveness, restlessness, sluggishness, vaginal discharge (vaginal discharge for 3 weeks) since (B)(6) 2008, musculoskeletal pain (musculoskeletal pain was left shoulder), ovarian pain (right ovarian area), excessive menstruation ((bleeds for 10-14 days per cycle). Cycles are generally the same length (every 3 weeks or so)), endometriosis, leg pain (leg pain-bilateral), smoking cessation therapy, dysmenorrhea (menstrual cycle length is 2 weeks presenting/initial symptoms), dysfunctional uterine bleeding, vaginal haemorrhage, vaginal discharge abnormality (she underwent davinci tlh (interpreted as total laparoscopic hysterectomy).) Since (B)(6) 2012, bloating, sciatica (sciatica of right side), lumbago, herpes simplex since (B)(6) 2011, nicotine dependence, cyst (cysts are noted in both ovaries could be cause of pain.) Since (B)(6) 2009, bloating since (B)(6) 2009, cramp in lower abdomen since (B)(6) 2009, pelvic pain since (B)(6) 2009, menometrorrhagia since (B)(6) 2012, chlamydial infection since (B)(6) 2009, urinary tract infection ((B)(6) 2008, (B)(6) 2009, (B)(6) 2010, (B)(6) 2015) since (B)(6) 2008, vaginitis ((B)(6) 2009, (B)(6) 2009, (B)(6) 2013) since (B)(6) 2009, vaginitis bacterial ((B)(6) 2008, (B)(6) 2008, (B)(6) 2008, (B)(6) 2009, (B)(6) 2009, (B)(6) 2010), chronic back pain and gerd. Family history included hypertension (mother), high cholesterol (mother), osteoporosis (mother), smoker (father), myocardial infarction, death nos (mi (myocardial infarction); dies at age 64.), diabetes (uncle), lymphoma (brother), bipolar disorder (mother, sister), heart disease, unspecified (mother) and hypertension (mother). Concomitant products included ethinylestradiol;norelgestromin (ortho evra) from august 2006 to may 2007 for birth control, benzoyl peroxide (brevoxyl) and citalopram for depressive disorder, esomeprazole, macrogol 3350 (miralax) and magnesium citrate for gerd as well as bupivacaine hydrochloride (bupicaine), codeine phosphate;guaifenesin (guaifenesin/codeine) and nsaids. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required). In (B)(6) 2008, the patient experienced dyspareunia ("pain during intercourse"). In (B)(6) 2008, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced procedural haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), depression ("depression"), weight fluctuation ("weight fluctuations"), arthralgia ("joint pain (ache) [possibly joint pain ehlers danlo syndrome] (constant)/knees stabbing pain") and vaginal haematoma ("vaginal cuff hematoma"). The patient was treated with diclofenac, duloxetine, pramipexole and surgery ((B)(6) 2012 (operative report): total laparoscopic hysterectomy with robot assisted lysis adhesions). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the abdominal pain, genital haemorrhage, fatigue and dyspareunia had resolved, the procedural haemorrhage, dysmenorrhoea, back pain, depression, weight fluctuation and vaginal haematoma outcome was unknown and the arthralgia had not resolved. The reporter considered abdominal pain, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, procedural haemorrhage, vaginal haematoma and weight fluctuation to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date. Previously reported as: (B)(6) 2008. In current follow up reported as: (B)(6) 2007 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2012: results: negative. Hysterosalpingogram - on (B)(6) 2009: results: essure confirmation test; on (B)(6) 2009: result:, device in grossly appropriate position within the distal fallopian tubes bilaterally. No retrograde filling of the tubes or spillage into the peritoneal spaces. Hsg: on the day of my dye test, the radiologist and I watched the procedure on the monitor and discussed that the dye did not go past the essure coils and that the coils were in the right place and working properly (per pfs).. Nuclear magnetic resonance imaging - on (B)(6) 2015: result:lumbar revealed multifocal changes of degenerative disc disease above. The most change since the previous study is at l3-4 on the left. Postoperative changes at l5-s1.. Smear cervix - on (B)(6) 2011: results: abnormal. Ultrasound pelvis - on (B)(6) 2009: result:ultrasound pelvis showed several cysts in the left ovary. Some mild and contain internal debris which may represent hemorrhage. Unremarkable right ovary and uterus. A follow-up pelvic ultrasound in 8-10 weeks would be recommended to be sure that these cysts in the left ovary resolve. Ultrasound scan vagina - on (B)(6) 2012: result: uterus is anteverted measuring approximately 11 mm in length. The endometrial stripe measures 11 mm thickness. No myometrial abnormalities are observed. Right ovary: non enlarged. Doppler flow is present. Left ovary: some small follicular cysts are present. Doppler flow is identified. Impression: enlarged uterus, without focal abnormality.; on (B)(6) 2012: result:uterus is anteverted measuring approximately 11 mm in length. The endometrial stripe measures 11 mm thickness. No myometrial abnormalities are observed. Right ovary: non enlarged. Doppler flow is present. Left ovary: some small follicular cysts are present. Doppler flow is identified. Impression: enlarged uterus, without focal abnormality.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2018: pfs received. Product explanted date updated. Model no. Changed.(ess305 change to ess205). Updated outcome of events. Updated onset date of events. Lab data was added. Event added:vaginal cuff hematoma. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain /abdominal pain (drop to her knees stabbing pain)/pain (nos)'), menorrhagia ('heavy bleeding / heavy and prolonged/heavy and prolonged menstrual bleeding') and procedural haemorrhage ('heavy bleeding during the essure removal surgery') in an adult female patient who had essure (ess205) (batch no. 509811) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included spinal laminotomy (l5-s1 right leg was numb and l5-s1 (B)(6)-2015- pain continued after first surgery)) on (B)(6)2013, intervertebral disc degeneration on (B)(6)2013, nephrolithiasis in 2004, cholecystectomy in 2002, cholecystectomy in 2001, cholecystectomy in 2001, multi gravida (B)(6)1995 (vaginal delivery of 8 pounds, 11 ounce male infant, 11years old), (B)(6)1999 (vaginal delivery of 6 pounds 2 ounce female infant, 7 years old), (B)(6)2000 (vaginal delivery of 7 pounds, 6 ounce female infant), (B)(6)2003 (vaginal delivery of 6 pounds, 8 ounce female infant, 3 years old) and (B)(6)2007 (vaginal delivery of 7 pounds, 1 ounce male infant, 4 months old).), parity 5 (B)(6)1995, (B)(6)1999, (B)(6)2000, (B)(6)2003, (B)(6)2007.), back surgery (she had back surgery in back surgery- 2013-2015), depression (patient had depression as a teenager and she also had post partum after her first child was born.), removal of kidney stone (right kidney stone and stent placement.), social alcohol drinker (she rarely drinks.), colposcopy, trichomoniasis, gonorrhea, libido decreased, spontaneous abortion, tobacco user (cigarette use one pack per day), dysuria, cholecystectomy (laparoscopic cholecystectomy), d & c, nephrolithiasis, environmental allergy (rash, eczema, itching), ectopic pregnancy, back surgery and overweight. She does not smoke. No complications at the time of insertion. No thoughts of suicide. She denies pain with ovulation. She denies dyspareunia. The patient's relevant history is negative for family history of polycystic ovary syndrome. The patient does not have a history of prior lud (intra uterine device). She denies pain with ovulation. Allergies: latex (swelling) current weight: 210 lbs. (B)(6)2013: mild tenderness elicited over right gluteal region, mild tenderness noted over right lower lumbar. Distal neuro shows decrease in sensation over medical aspect of right foot, strength 4/5 to dorsiflexion causes significant discomfort but appears to be present. Final diagnosis: lumbago. Physical examination; (B)(6)2009: pelvic-tender over the right adnexal area and tender in the posterior cul-de-sac. Previously administered products included for yeast: flagyl; for an unreported indication: ortho evra, ocp patch, hydrocodone-acetaminophen, metronidazole, scopolamine, betadine, zoloft, penicillins, wellbutrin, clindamycin, penicillin and depo. Past adverse reactions to the above products included genital haemorrhage with depo; headache with wellbutrin; urinary retention with penicillin; and urticaria with penicillins. Concurrent conditions included vaginal discharge abnormality (she underwent davinci tlh (interpreted as total laparoscopic hysterectomy).) Since (B)(6)-2012, menometrorrhagia since (B)(6)2012, herpes simplex since (B)(6)2011, chlamydial infection since (B)(6)2009, vaginitis (B)(6)2009, (B)(6)2009, (B)(6)2013) since (B)(6)2009, cyst (cysts are noted in both ovaries could be cause of pain.) Since (B)(6)2009, bloating since (B)(6)2009, cramp in lower abdomen since (B)(6)2009, pelvic pain since (B)(6)2009, vaginal discharge (vaginal discharge for 3 weeks) since (B)(6)2008, urinary tract infection ((B)(6)2008, (B)(6)2009, (B)(6)2010, (B)(6)2015) since (B)(6)2008, obesity, monitored anaesthesia care sedation, anxiety (anxiety related to surgical procedure), alcohol abuse (drinking a great deal), self injurious behavior (lots of self destructive behaviors), depression (B)(6)2008) patient has the symptoms of a major depressive episode.), irritable mood, loss of interest (diminished interest), fatigue, loss of energy, anhedonia (diminished pleasure), feeling guilty, feelings of worthlessness, poor concentration, indecisiveness, restlessness, sluggishness, musculoskeletal pain (musculoskeletal pain was left shoulder), ovarian pain (right ovarian area), excessive menstruation ((bleeds for 10-14 days per cycle). Cycles are generally the same length (every 3 weeks or so)), endometriosis, leg pain (leg pain-bilateral), smoking cessation therapy, dysmenorrhea (menstrual cycle length is 2 weeks presenting/initial symptoms), dysfunctional uterine bleeding, vaginal haemorrhage, bloating, sciatica (sciatica of right side), lumbago, nicotine dependence, vaginitis bacterial (B)(6)2008, (B)(6)2008, (B)(6)2008, (B)(6)2009, (B)(6)2009, (B)(6)2010), chronic back pain and gerd. Family history included hypertension (mother), high cholesterol (mother), osteoporosis (mother), smoker (father), myocardial infarction, death nos (mi (myocardial infarction); dies at age 64.), diabetes (uncle), lymphoma (brother), bipolar disorder (mother, sister), heart disease, unspecified (mother) and hypertension (mother). Concomitant products included ethinylestradiol;norelgestromin (ortho evra) from (B)(6)2006 to may 2007 for birth control, benzoyl peroxide (brevoxyl) and citalopram for depressive disorder, esomeprazole, macrogol 3350 (miralax) and magnesium citrate for gerd as well as bupivacaine hydrochloride (bupicaine), codeine phosphate;guaifenesin (guaifenesin/codeine) and nsaids. On (B)(6)2007, the patient had essure (ess205) inserted. In (B)(6)2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6)2008, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required). In (B)(6)2008, the patient experienced dyspareunia ("pain during intercourse"). In (B)(6)2008, the patient experienced fatigue ("fatigue"). In (B)(6)2013, the patient experienced vaginal infection ("chronic vaginitis"). In (B)(6)2017, the patient experienced arthralgia ("joint pain (ache) [possibly joint pain ehlers danlo syndrome] (constant)/knees stabbing pain"). On an unknown date, the patient experienced procedural haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), depression ("depression"), weight fluctuation ("weight fluctuations") and vaginal haematoma ("vaginal cuff hematoma"). The patient was treated with diclofenac, duloxetine, pramipexole and surgery (B)(6)2012 (operative report): total laparoscopic hysterectomy with robot assisted lysis adhesions). Essure (ess205) was removed on (B)(6)2012. At the time of the report, the abdominal pain, menorrhagia, fatigue and dyspareunia had resolved, the procedural haemorrhage, dysmenorrhoea, back pain, depression, weight fluctuation, vaginal haematoma and vaginal infection outcome was unknown and the arthralgia had not resolved. The reporter considered abdominal pain, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, procedural haemorrhage, vaginal haematoma, vaginal infection and weight fluctuation to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date. Previously reported as: (B)(6)2008. In current follow up reported as: (B)(6)2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Human chorionic gonadotropin - on (B)(6)2012: results: negative. Hysterosalpingogram - on (B)(6)2009: results: essure confirmation test; on (B)(6)2009: result:, device in grossly appropriate position within the distal fallopian tubes bilaterally. No retrograde filling of the tubes or spillage into the peritoneal spaces. Hsg: on the day of my dye test, the radiologist and I watched the procedure on the monitor and discussed that the dye did not go past the essure coils and that the coils were in the right place and working properly (per pfs).. Magnetic resonance imaging - on (B)(6)2015: result:lumbar revealed multifocal changes of degenerative disc disease above. The most change since the previous study is at l3-4 on the left. Postoperative changes at l5-s1.. Smear cervix - on (B)(6)2011: results: abnormal. Ultrasound pelvis - on (B)(6)2009: result:ultrasound pelvis showed several cysts in the left ovary. Some mild and contain internal debris which may represent hemorrhage. Unremarkable right ovary and uterus. A follow-up pelvic ultrasound in 8-10 weeks would be recommended to be sure that these cysts in the left ovary resolve. Ultrasound scan vagina - on (B)(6)2012: result: uterus is anteverted measuring approximately 11 mm in length. The endometrial stripe measures 11 mm thickness. No myometrial abnormalities are observed. Right ovary: non enlarged. Doppler flow is present. Left ovary: some small follicular cysts are present. Doppler flow is identified. Impression: enlarged uterus, without focal abnormality.; on (B)(6)2012: result:uterus is anteverted measuring approximately 11 mm in length. The endometrial stripe measures 11 mm thickness. No myometrial abnormalities are observed. Right ovary: non enlarged. Doppler flow is present. Left ovary: some small follicular cysts are present. Doppler flow is identified. Impression: enlarged uterus, without focal abnormality.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2019: pfs received: chronic vaginitis was added as a event. Incident: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain /abdominal pain (drop to her knees stabbing pain)/pain (nos)') and menorrhagia ('heavy bleeding / heavy and prolonged/heavy and prolonged menstrual bleeding') in an adult female patient who had essure (ess205) (batch no. 509811) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included spinal laminotomy (l5-s1 right leg was numb and l5-s1 ((B)(6) 2015- pain continued after first surgery)) on (B)(6) 2013, intervertebral disc degeneration on (B)(6) 2013, nephrolithiasis in 2004, cholecystectomy in 2002, cholecystectomy in 2001, cholecystectomy in 2001, multi gravida ((B)(6) 1995 (vaginal delivery of 8 pounds, 11 ounce male infant, 11years old), (B)(6) 1999 (vaginal delivery of 6 pounds 2 ounce female infant, 7 years old), (B)(6) 2000 (vaginal delivery of 7 pounds, 6 ounce female infant), (B)(6) 2003 (vaginal delivery of 6 pounds, 8 ounce female infant, 3 years old) and (B)(6) 2007 (vaginal delivery of 7 pounds, 1 ounce male infant, 4 months old).), parity 5 ((B)(6) 1995, (B)(6) 1999, (B)(6) 2000, (B)(6) 2003, (B)(6) 2007.), back surgery (she had back surgery in back surgery- (B)(6) 2015), depression (patient had depression as a teenager and she also had post partum after her first child was born.), removal of kidney stone (right kidney stone and stent placement.), social alcohol drinker (she rarely drinks.), colposcopy, trichomoniasis, gonorrhea, libido decreased, spontaneous abortion, tobacco user (cigarette use one pack per day), dysuria, cholecystectomy (laparoscopic cholecystectomy), d & c, nephrolithiasis, environmental allergy (rash, eczema, itching), ectopic pregnancy, back surgery and overweight. She does not smoke. No complications at the time of insertion. No thoughts of suicide. She denies pain with ovulation. She denies dyspareunia. The patient's relevant history is negative for family history of polycystic ovary syndrome. The patient does not have a history of prior lud (intra uterine device). She denies pain with ovulation. Allergies: latex (swelling) current weight: 210 lbs. (B)(6) 2013: mild tenderness elicited over right gluteal region, mild tenderness noted over right lower lumbar. Distal neuro shows decrease in sensation over medical aspect of right foot, strength 4/5 to dorsiflexion causes significant discomfort but appears to be present. Final diagnosis: lumbago. Physical examination; (B)(6) 2009: pelvic-tender over the right adnexal area and tender in the posterior cul-de-sac. Previously administered products included for yeast: flagyl; for an unreported indication: ortho evra, ocp patch, hydrocodone-acetaminophen, metronidazole, scopolamine, betadine, zoloft, penicillins, wellbutrin, clindamycin, penicillin and depo. Past adverse reactions to the above products included genital haemorrhage with depo; headache with wellbutrin; urinary retention with penicillin; and urticaria with penicillins. Concurrent conditions included vaginal discharge abnormality (she underwent davinci tlh (interpreted as total laparoscopic hysterectomy).) Since (B)(6) 2012, menometrorrhagia since (B)(6) 2012, herpes simplex since (B)(6) 2011, chlamydial infection since (B)(6) 2009, vaginitis ((B)(6) 2009, (B)(6) 2009, (B)(6) 2013) since (B)(6) 2009, cyst (cysts are noted in both ovaries could be cause of pain.) Since (B)(6) 2009, bloating since (B)(6) 2009, cramp in lower abdomen since (B)(6) 2009, pelvic pain since (B)(6) 2009, vaginal discharge (vaginal discharge for 3 weeks) since (B)(6) 2008, urinary tract infection ((B)(6) 2008, (B)(6) 2009, (B)(6) 2010, (B)(6) 2015) since (B)(6) 2008, obesity, monitored anaesthesia care sedation, anxiety (anxiety related to surgical procedure), alcohol abuse (drinking a great deal), self injurious behavior (lots of self destructive behaviors), depression (((B)(6) 2008) patient has the symptoms of a major depressive episode.), irritable mood, loss of interest (diminished interest), fatigue, loss of energy, anhedonia (diminished pleasure), feeling guilty, feelings of worthlessness, poor concentration, indecisiveness, restlessness, sluggishness, musculoskeletal pain (musculoskeletal pain was left shoulder), ovarian pain (right ovarian area), excessive menstruation ((bleeds for 10-14 days per cycle). Cycles are generally the same length (every 3 weeks or so)), endometriosis, leg pain (leg pain-bilateral), smoking cessation therapy, dysmenorrhea (menstrual cycle length is 2 weeks presenting/initial symptoms), dysfunctional uterine bleeding, vaginal haemorrhage, bloating, sciatica (sciatica of right side), lumbago, nicotine dependence, vaginitis bacterial ((B)(6) 2008, (B)(6) 2008, (B)(6) 2008, (B)(6) 2009, (B)(6) 2009, (B)(6) 2010), chronic back pain and gerd. Family history included hypertension (mother), high cholesterol (mother), osteoporosis (mother), smoker (father), myocardial infarction, death nos (mi (myocardial infarction); dies at age 64.), diabetes (uncle), lymphoma (brother), bipolar disorder (mother, sister), heart disease, unspecified (mother) and hypertension (mother). Concomitant products included ethinylestradiol;norelgestromin (ortho evra) from (B)(6) 2006 to (B)(6) 2007 for birth control, benzoyl peroxide (brevoxyl) and citalopram for depressive disorder, esomeprazole, macrogol 3350 (miralax) and magnesium citrate for gerd as well as bupivacaine hydrochloride (bupicaine), codeine phosphate;guaifenesin (guaifenesin/codeine) and nsaids. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required). In (B)(6) 2008, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia "). In (B)(6) 2008, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced vaginal infection ("chronic vaginitis"). In (B)(6) 2017, the patient experienced arthralgia ("joint pain (ache) [possibly joint pain ehlers danlo syndrome] (constant)/knees stabbing pain"). On an unknown date, the patient experienced procedural haemorrhage ("heavy bleeding during the essure removal surgery"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), depression ("depression"), weight fluctuation ("weight fluctuations"), vaginal haematoma ("vaginal cuff hematoma"), pelvic pain ("pelvic pain") and ehlers-danlos syndrome ("ehlers danlos syndrome"). The patient was treated with diclofenac, duloxetine, pramipexole and surgery ((B)(6) 2012 (operative report): total laparoscopic hysterectomy with robot asstisted lysis adhesions). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the abdominal pain, menorrhagia, fatigue and dyspareunia had resolved, the procedural haemorrhage, dysmenorrhoea, back pain, depression, weight fluctuation, vaginal haematoma, vaginal infection, pelvic pain and ehlers-danlos syndrome outcome was unknown and the arthralgia had not resolved. The reporter considered abdominal pain, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, ehlers-danlos syndrome, fatigue, menorrhagia, pelvic pain, procedural haemorrhage, vaginal haematoma, vaginal infection and weight fluctuation to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date. Previously reported as: (B)(6) 2008. In current follow up reported as: (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2012: results: negative. Hysterosalpingogram - on (B)(6) 2009: results: essure confirmation test; on (B)(6) 2009: result:, device in grossly appropriate position within the distal fallopian tubes bilaterally. No retrograde filling of the tubes or spillage into the peritoneal spaces. Hsg: on the day of my dye test, the radiologist and I watched the procedure on the monitor and discussed that the dye did not go past the essure coils and that the coils were in the right place and working properly (per pfs).. Magnetic resonance imaging - on (B)(6) 2015: result:lumbar revealed multifocal changes of degenerative disc disease above. The most change since the previous study is at l3-4 on the left. Postoperative changes at l5-s1.. Smear cervix - on (B)(6) 2011: results: abnormal. Ultrasound pelvis - on (B)(6) 2009: result:ultrasound pelvis showed several cysts in the left ovary. Some mild and contain internal debris which may represent hemorrhage. Unremarkable right ovary and uterus. A follow-up pelvic ultrasound in 8-10 weeks would be recommended to be sure that these cysts in the left ovary resolve. Ultrasound scan vagina - on (B)(6) 2012: result: uterus is anteverted measuring approximately 11 mm in length. The endometrial stripe measures 11 mm thickness. No myometrial abnormalities are observed. Right ovary: non enlarged. Doppler flow is present. Left ovary: some small follicular cysts are present. Doppler flow is identified. Impression: enlarged uterus, without focal abnormality.; on (B)(6) 2012: result:uterus is anteverted measuring approximately 11 mm in length. The endometrial stripe measures 11 mm thickness. No myometrial abnormalities are observed. Right ovary: non enlarged. Doppler flow is present. Left ovary: some small follicular cysts are present. Doppler flow is identified. Impression: enlarged uterus, without focal abnormality. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-oct-2020: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain /abdominal pain (drop to her knees stabbing pain)/pain (nos)') and menorrhagia ('heavy bleeding / heavy and prolonged/heavy and prolonged menstrual bleeding') in an adult female patient who had essure (ess205) (batch no. 509811) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included spinal laminotomy (l5-s1 right leg was numb and l5-s1 (B)(6) 2015- pain continued after first surgery)) on (B)(6) 2013, intervertebral disc degeneration on (B)(6) 2013, nephrolithiasis in 2004, cholecystectomy in 2002, cholecystectomy in 2001, cholecystectomy in 2001, multi gravida (B)(6) 1995 (vaginal delivery of 8 pounds, 11 ounce male infant, 11years old), (B)(6) 1999 (vaginal delivery of 6 pounds 2 ounce female infant, 7 years old), (B)(6) 2000 (vaginal delivery of 7 pounds, 6 ounce female infant), (B)(6) 2003 (vaginal delivery of 6 pounds, 8 ounce female infant, 3 years old) and (B)(6) 2007 (vaginal delivery of 7 pounds, 1 ounce male infant, 4 months old).), parity 5 (B)(6) 1995, (B)(6) 1999, (B)(6) 2000, (B)(6) 2003, (B)(6) 2007.), back surgery (she had back surgery in back surgery- 2013-2015), depression (patient had depression as a teenager and she also had post partum after her first child was born.), removal of kidney stone (right kidney stone and stent placement.), social alcohol drinker (she rarely drinks.), colposcopy, trichomoniasis, gonorrhea, libido decreased, spontaneous abortion, tobacco user (cigarette use one pack per day), dysuria, cholecystectomy (laparoscopic cholecystectomy), d & c, nephrolithiasis, environmental allergy (rash, eczema, itching), ectopic pregnancy, back surgery and overweight. She does not smoke. No complications at the time of insertion. No thoughts of suicide. She denies pain with ovulation. She denies dyspareunia. The patient's relevant history is negative for family history of polycystic ovary syndrome. The patient does not have a history of prior lud (intra uterine device). She denies pain with ovulation. Allergies: latex (swelling) current weight: 210 lbs. (B)(6) 2013: mild tenderness elicited over right gluteal region, mild tenderness noted over right lower lumbar. Distal neuro shows decrease in sensation over medical aspect of right foot, strength 4/5 to dorsiflexion causes significant discomfort but appears to be present. Final diagnosis: lumbago. Physical examination; (B)(6) 2009: pelvic-tender over the right adnexal area and tender in the posterior cul-de-sac. Previously administered products included for yeast: flagyl; for an unreported indication: ortho evra, ocp patch, hydrocodone-acetaminophen, metronidazole, scopolamine, betadine, zoloft, penicillins, wellbutrin, clindamycin, penicillin and depo. Past adverse reactions to the above products included genital haemorrhage with depo; headache with wellbutrin; urinary retention with penicillin; and urticaria with penicillins. Concurrent conditions included vaginal discharge abnormality (she underwent davinci tlh (interpreted as total laparoscopic hysterectomy).) Since (B)(6) 2012, menometrorrhagia since (B)(6) 2012, herpes simplex since (B)(6) 2011, chlamydial infection since (B)(6) 2009, vaginitis (B)(6) 2009, (B)(6) 2009, (B)(6) 2013) since (B)(6) 2009, cyst (cysts are noted in both ovaries could be cause of pain.) Since (B)(6) 2009, bloating since (B)(6) 2009, cramp in lower abdomen since (B)(6) 2009, pelvic pain since (B)(6) 2009, vaginal discharge (vaginal discharge for 3 weeks) since (B)(6) 2008, urinary tract infection (B)(6) 2008, (B)(6) 2009, (B)(6) 2010, (B)(6) 2015) since (B)(6) 2008, obesity, monitored anaesthesia care sedation, anxiety (anxiety related to surgical procedure), alcohol abuse (drinking a great deal), self injurious behavior (lots of self destructive behaviors), depression (B)(6) 2008) patient has the symptoms of a major depressive episode.), irritable mood, loss of interest (diminished interest), fatigue, loss of energy, anhedonia (diminished pleasure), feeling guilty, feelings of worthlessness, poor concentration, indecisiveness, restlessness, sluggishness, musculoskeletal pain (musculoskeletal pain was left shoulder), ovarian pain (right ovarian area), excessive menstruation ((bleeds for 10-14 days per cycle). Cycles are generally the same length (every 3 weeks or so)), endometriosis, leg pain (leg pain-bilateral), smoking cessation therapy, dysmenorrhea (menstrual cycle length is 2 weeks presenting/initial symptoms), dysfunctional uterine bleeding, vaginal haemorrhage, bloating, sciatica (sciatica of right side), lumbago, nicotine dependence, vaginitis bacterial (B)(6) 2008, (B)(6) 2008, (B)(6) 2008, (B)(6) 2009, (B)(6) 2009, (B)(6) 2010), chronic back pain and gerd. Family history included hypertension (mother), high cholesterol (mother), osteoporosis (mother), smoker (father), myocardial infarction, death nos (mi (myocardial infarction); dies at age 64.), diabetes (uncle), lymphoma (brother), bipolar disorder (mother, sister), heart disease, unspecified (mother) and hypertension (mother). Concomitant products included ethinylestradiol;norelgestromin (ortho evra) from (B)(6) 2006 to (B)(6) 2007 for birth control, benzoyl peroxide (brevoxyl) and citalopram for depressive disorder, esomeprazole, macrogol 3350 (miralax) and magnesium citrate for gerd as well as bupivacaine hydrochloride (bupicaine), codeine phosphate;guaifenesin (guaifenesin/codeine) and nsaids. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required). In (B)(6) 2008, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia "). In (B)(6) 2008, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced vaginal infection ("chronic vaginitis"). In (B)(6) 2017, the patient experienced arthralgia ("joint pain (ache) [possibly joint pain ehlers danlo syndrome] (constant)/knees stabbing pain"). On an unknown date, the patient experienced procedural haemorrhage ("heavy bleeding during the essure removal surgery"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), depression ("depression"), weight fluctuation ("weight fluctuations"), vaginal haematoma ("vaginal cuff hematoma"), pelvic pain ("pelvic pain") and ehlers-danlos syndrome ("ehlers danlos syndrome"). The patient was treated with diclofenac, duloxetine, pramipexole and surgery (B)(6) 2012 (operative report): total laparoscopic hysterectomy with robot assisted lysis adhesions). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the abdominal pain, menorrhagia, fatigue and dyspareunia had resolved, the procedural haemorrhage, dysmenorrhoea, back pain, depression, weight fluctuation, vaginal haematoma, vaginal infection, pelvic pain and ehlers-danlos syndrome outcome was unknown and the arthralgia had not resolved. The reporter considered abdominal pain, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, ehlers-danlos syndrome, fatigue, menorrhagia, pelvic pain, procedural haemorrhage, vaginal haematoma, vaginal infection and weight fluctuation to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date. Previously reported as: (B)(6) 2008. In current follow up reported as: (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2012: results: negative. Hysterosalpingogram - on (B)(6) 2009: results: essure confirmation test; on (B)(6) 2009: result:, device in grossly appropriate position within the distal fallopian tubes bilaterally. No retrograde filling of the tubes or spillage into the peritoneal spaces. Hsg: on the day of my dye test, the radiologist and I watched the procedure on the monitor and discussed that the dye did not go past the essure coils and that the coils were in the right place and working properly (per pfs).. Magnetic resonance imaging - on (B)(6) 2015: result:lumbar revealed multifocal changes of degenerative disc disease above. The most change since the previous study is at l3-4 on the left. Postoperative changes at l5-s1.. Smear cervix - on (B)(6) 2011: results: abnormal. Ultrasound pelvis - on (B)(6) 2009: result:ultrasound pelvis showed several cysts in the left ovary. Some mild and contain internal debris which may represent hemorrhage. Unremarkable right ovary and uterus. A follow-up pelvic ultrasound in 8-10 weeks would be recommended to be sure that these cysts in the left ovary resolve. Ultrasound scan vagina - on (B)(6) 2012: result: uterus is anteverted measuring approximately 11 mm in length. The endometrial stripe measures 11 mm thickness. No myometrial abnormalities are observed. Right ovary: non enlarged. Doppler flow is present. Left ovary: some small follicular cysts are present. Doppler flow is identified. Impression: enlarged uterus, without focal abnormality.; on (B)(6) 2012: result:uterus is anteverted measuring approximately 11 mm in length. The endometrial stripe measures 11 mm thickness. No myometrial abnormalities are observed. Right ovary: non enlarged. Doppler flow is present. Left ovary: some small follicular cysts are present. Doppler flow is identified. Impression: enlarged uterus, without focal abnormality.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pif received. Events added: pelvic pain, ehlers danlos syndrome. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain /abdominal pain (drop to her knees stabbing pain)/pain (nos)"), genital haemorrhage ("heavy bleeding / heavy and prolonged") and procedural haemorrhage ("heavy bleeding during the essure removal surgery") in an adult female patient who had essure (batch no. 509811) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required). In 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). In 2013, the patient experienced arthralgia ("joint pain (ache) [possibly joint pain ehlers danlo syndrome] (constant)/knees stabbing pain"). On an unknown date, the patient experienced procedural haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), depression ("depression") and weight fluctuation ("weight fluctuations"). The patient was treated with pramipexole, duloxetine, diclofenac, surgery ((B)(6) -2012 - operative report: total laparoscopic hysterectomy with robot assisted lysis adhesions). Essure was removed. At the time of the report, the abdominal pain had resolved, the genital haemorrhage, dysmenorrhoea, back pain, fatigue, dyspareunia, depression and weight fluctuation outcome was unknown and the arthralgia had not resolved. The reporter considered abdominal pain, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, procedural haemorrhage and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2012: negative. Hysterosalpingogram - on (B)(6) 2009: essure confirmation test. Smear cervix - on (B)(6) 2011: abnormal. (B)(6) 2009, ultrasound pelvis showed several cysts in the left ovary. Some mild and contain internal debris which may represent hemorrhage. Unremarkable right ovary and uterus. A follow-up pelvic ultrasound in 8-10 weeks would be recommended to be sure that these cysts in the left ovary resolve. (B)(6) 2009, hysterosalpingogram: device in grossly appropriate position within the distal fallopian tubes bilaterally. No retrograde filling of the tubes or spillage into the peritoneal spaces. Physical examination; (B)(6) 2009: pelvic-tender over the right adnexal area and tender in the posterior cul-de-sac. (B)(6) 2012, us/ic pelvis transvaginal revealed uterus is anteverted measuring approximately 11 mm in length. The endometrial stripe measures 11 mm thickness. No myometrial abnormalities are observed. Right ovary: non enlarged. Doppler flow is present. Left ovary: some small follicular cysts are present. Doppler flow is identified. Impression: enlarged uterus, without focal abnormality. (B)(6) 2013: mild tenderness elicited over right gluteal region, mild tenderness noted over right lower lumbar. Distal neuro shows decrease in sensation over medical aspect of right foot, strength 4/5 to dorsiflexion causes significant discomfort but appears to be present. Final diagnosis: lumbago. (B)(6) 2015, MRI (magnetic resonance imaging) lumbar revealed multifocal changes of degenerative disc disease above. The most change since the previous study is at l3-4 on the left. Postoperative changes at l5-s1. (B)(6) 2015, surgical pathology report revealed uterus & cervix, weight 225 gm. Received in formalin is a 207 gram, 9.0 cm from cornu to cornu, 12.3 cm from fundus to cervix, and 6.0 cm from anterior to posterior uterus with attached cervix. The cervix is white-tan, partially cystic, smooth, and 4.6 x 4.1 cm with a central, 1.7 cm, slit like os. The endometrial canal is 5.5 x 3.0 cm and lined by a tan- red to pink, slightly sloughing endometrium with an average thickness of 0.2 cm. The myometrium is tan-pink, trabeculated, and ranges in thickness from 1.6 cm within the lower uterine segment to 3.0 cm within the uterine body. The posterior body is remarkable for a 1.1 cm in greatest dimension, white-tan, whorled bulging nodule. Most recent follow-up information incorporated above includes: on 26-sep-2017: reporter added and updated details, patient demographics updated, and laboratory data. Historical condition, historical drug, concomitant disease was added. Suspect drug start date updated, lot number (509811). Treatment drug added. In (B)(6) -2008, she was hospitalized for severe abdominal pain /abdominal pain (drop to her knees stabbing pain) to have hysterectomy. In 2013, she had joint pain (ache) (possibly joint pain ehlers danlo syndrome) (constant). Updated onset date of event fatigue, heavy bleeding, pain during intercourse as 2007 and outcome of event severe abdominal pain and event heavy bleeding during the essure removal surgery was added. On 29-sep-2017: the case is medically confirmed. Reporters were added. Patient demographic details were updated. Lab data was added. Historical drug, family history, historical condition and concurrent conditions were added. Concomitant medications were added. Discrepancy noted in essure insertion and explantation date. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain /abdominal pain (drop to her knees stabbing pain)/pain (nos)"), genital haemorrhage ("heavy bleeding / heavy and prolonged") and procedural haemorrhage ("heavy bleeding during the essure removal surgery") in an adult female patient who had essure (batch no. 509811) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included spinal laminotomy (l5-s1 right leg was numb and l5-s1 ((B)(6) 2015- pain continued after first surgery)) on (B)(6) 2013, multi gravida ((B)(6) 1995 (vaginal delivery of 8 (B)(6) male infant, (B)(6)), (B)(6) 1999 (vaginal delivery of (B)(6) female infant, (B)(6)), (B)(6) 2000 (vaginal delivery of (B)(6) female infant), (B)(6) 2003 (vaginal delivery of (B)(6) female infant, (B)(6)) and (B)(6) 2007 (vaginal delivery of (B)(6) male infant, (B)(6)).), parity 5 ((B)(6) 1995, (B)(6) 1999, (B)(6) 2000, (B)(6) 2003, (B)(6) 2007.), back surgery (she had back surgery in back surgery- 2013-2015), depression (patient had depression as a teenager and she also had post partum after her first child was born.), cholecystectomy in 2001, removal of kidney stone (right kidney stone and stent placement.), social alcohol drinker (she rarely drinks.), colposcopy, trichomoniasis, gonorrhea, libido decreased, spontaneous abortion, tobacco user (cigarette use one pack per day), dysuria, cholecystectomy (laparoscopic cholecystectomy), d & c, nephrolithiasis in 2004, intervertebral disc degeneration on (B)(6) 2013, nephrolithiasis, environmental allergy (rash, eczema, itching), ectopic pregnancy, back surgery, cholecystectomy in 2002 and cholecystectomy in 2001. She does not smoke. No complications at the time of insertion. No thoughts of suicide. She denies pain with ovulation. She denies dyspareunia. The patient's relevant history is negative for family history of polycystic ovary syndrome. The patient does not have a history of prior lud (intra uterine device). She denies pain with ovulation. Allergies: latex (swelling). Previously administered products included for yeast: flagyl; for an unreported indication: ortho evra on (B)(6) 2007, ocp patch, hydrocodone-acetaminophen, metronidazole, scopolamine, betadine, zoloft, penicillins, wellbutrin, clindamycin, penicillin and depo. Past adverse reactions to the above products included genital haemorrhage with depo; headache with wellbutrin; urinary retention with penicillin; and urticaria with penicillins. Concurrent conditions included obesity, monitored anaesthesia care sedation, anxiety (anxiety related to surgical procedure), alcohol abuse (drinking a great deal), self injurious behavior (lots of self destructive behaviors), depression (((B)(6) 2008) patient has the symptoms of a major depressive episode.), irritable mood, loss of interest (diminished interest), fatigue, loss of energy, anhedonia (diminished pleasure), feeling guilty, feelings of worthlessness, poor concentration, indecisiveness, restlessness, sluggishness, vaginal discharge (vaginal discharge for 3 weeks) since (B)(6) 2008, musculoskeletal pain (musculoskeletal pain was left shoulder), ovarian pain (right ovarian area), excessive menstruation ((bleeds for 10-14 days per cycle). Cycles are generally the same length (every 3 weeks or so)), endometriosis, leg pain (leg pain-bilateral), smoking cessation therapy, dysmenorrhea (menstrual cycle length is 2 weeks presenting/initial symptoms), dysfunctional uterine bleeding, vaginal haemorrhage, vaginal discharge abnormality (she underwent davinci tlh (interpreted as total laparoscopic hysterectomy).) Since (B)(6) 2012, bloating, sciatica (sciatica of right side), lumbago, (B)(6) since (B)(6) 2011, nicotine dependence, cyst (cysts are noted in both ovaries could be cause of pain.) Since (B)(6) 2009, bloating since (B)(6) 2009, cramp in lower abdomen since (B)(6) 2009, pelvic pain since (B)(6) 2009, menometrorrhagia since (B)(6) 2012, chlamydial infection since (B)(6) 2009, urinary tract infection ((B)(6) 2008, (B)(6) 2009, (B)(6) 2010, (B)(6) 2015) since (B)(6) 2008, vaginitis ((B)(6) 2009, (B)(6) 2009, (B)(6) 2013) since (B)(6) 2009, vaginitis bacterial ((B)(6) 2008, (B)(6) 2008, (B)(6) 2008, (B)(6) 2009, (B)(6) 2009, (B)(6) 2010), chronic back pain and gerd. Family history included hypertension (mother), high cholesterol (mother), osteoporosis (mother), smoker (father), myocardial infarction, death nos (mi (myocardial infarction); dies at age (B)(6).), diabetes (uncle), lymphoma (brother), bipolar disorder (mother, sister), heart disease, unspecified (mother) and hypertension (mother). Concomitant products included evra (ortho evra) from (B)(6) 2006 to (B)(6) 2007 for birth control, benzoyl peroxide (brevoxyl) and citalopram for depressive disorder, esomeprazole magnesium (nexium), macrogol 3350 (miralax) and magnesium citrate for gerd as well as bupivacaine hydrochloride (bupicaine), cheracol (guaifenesin/codeine), cyclobenzaprine hydrochloride (flexeril) and nsaid's. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required). In 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). In 2013, the patient experienced arthralgia ("joint pain (ache) [possibly joint pain ehlers danlo syndrome] (constant)/knees stabbing pain"). On an unknown date, the patient experienced procedural haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), depression ("depression") and weight fluctuation ("weight fluctuations"). The patient was treated with pramipexole, duloxetine, diclofenac, surgery ((B)(6) 2012 (operative report): total laparoscopic hysterectomy with robot asstisted lysis adhesions) and surgery ((B)(6) 2012 (operative report): total laparoscopic hysterectomy with robot asstisted lysis adhesions). Essure was removed. At the time of the report, the abdominal pain had resolved, the genital haemorrhage, procedural haemorrhage, dysmenorrhoea, back pain, fatigue, dyspareunia, depression and weight fluctuation outcome was unknown and the arthralgia had not resolved. The reporter considered abdominal pain, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, procedural haemorrhage and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2012: negative hysterosalpingogram - on (B)(6) 2009: essure confirmation test smear cervix - on (B)(6) 2011: abnormal (B)(6) 2009, ultrasound pelvis showed several cysts in the left ovary. Some mild and contain internal debris which may represent hemorrhage. Unremarkable right ovary and uterus. A follow-up pelvic ultrasound in 8-10 weeks would be recommended to be sure that these cysts in the left ovary resolve. (B)(6) 2009, hysterosalpingogram: device in grossly appropriate position within the distal fallopian tubes bilaterally. No retrograde filling of the tubes or spillage into the peritoneal spaces. Physical examination; (B)(6) 2009: pelvic-tender over the right adnexal area and tender in the posterior cul-de-sac. (B)(6) 2012, us/ic pelvis transvaginal revealed uterus is anteverted measuring approximately 11 mm in length. The endometrial stripe measures 11 mm thickness. No myometrial abnormalities are observed. Right ovary: non enlarged. Doppler flow is present. Left ovary: some small follicular cysts are present. Doppler flow is identified. Impression: enlarged uterus, without focal abnormality. (B)(6) 2013: mild tenderness elicited over right gluteal region, mild tenderness noted over right lower lumbar. Distal neuro shows decrease in sensation over medical aspect of right foot, strength 4/5 to dorsiflexion causes significant discomfort but appears to be present. Final diagnosis: lumbago. (B)(6) 2015, MRI (magnetic resonance imaging) lumbar revealed multifocal changes of degenerative disc disease above. The most change since the previous study is at l3-4 on the left. Postoperative changes at l5-s1. (B)(6) 2015, surgical pathology report revealed uterus & cervix, weight 225 gm. Received in formalin is a 207 gram, 9.0 cm from cornu to cornu, 12.3 cm from fundus to cervix, and 6.0 cm from anterior to posterior uterus with attached cervix. The cervix is white-tan, partially cystic, smooth, and 4.6 x 4.1 cm with a central, 1.7 cm, slit like os. The endometrial canal is 5.5 x 3.0 cm and lined by a tan- red to pink, slightly sloughing endometrium with an average thickness of 0.2 cm. The myometrium is tan-pink, trabeculated, and ranges in thickness from 1.6 cm within the lower uterine segment to 3.0 cm within the uterine body. The posterior body is remarkable for a 1.1 cm in greatest dimension, white-tan, whorled bulging nodule. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-jan-2018: update of quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.